Event description:
User facility reported a uterine perforation during an attempted novasure procedure. The procedure was abandoned and a perforation was confirmed on hysteroscopy. It was reported that the uterus was "severely retroverted". No treatment was needed for the perforation. The patient was discharged home on prophylactic antibiotics and pain medications (name of medications unk). A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The disposable device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number of disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessement (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: patients with a severely retroverted uterus are at greater risk for uterine perforation during any uterine manipulation. (B)(4).